Manufacturer narrative:
Due to the customer's choice of anonymity, any returned product cannot be matched to this report as no serial number was provided.

Event description:
User facility voluntary medwatch received from cdrh that stated: "I was giving an antibiotic over one hr. I thought I set the abbott plum a+ at 50ml an hour with a volume infusion cut off at 50ml ten minutes later, I heard the machine beeping. Thinking the pt bent her arm (anteubital IV access) I was shocked to walk into the room to find the infusion complete after ten minutes. The infusion rate was 550 ml an hour instead of the intended 50ml. I did not report this because I was embarrassed. I also know several antibiotics (including the one I provided) can be given in much less time intravenously than what the hospital puts on the labels. The institution I work at has used these abbott plum a+ units for approx two years now. I can recall several times where I had a double key or bounce situation occur with these units. I have always caught it in the past. This is a fast paced emergency dept and time is precious. I learned my lesson, I will report this via the hospital channels". Upon further query, the following info was provided which indicated the pt received more medication than intended. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects. Though requested, no additional info was provided.